Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a cracked display, a broken reservoir compartment, and that one of the o-rings came out. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be repalced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring. The test reservoir locking properly to reservoir compartment noted.